Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on testing, the pump powered but the display screen remained blank. Complete testing was not able to be performed due to the blank display. The pump was opened for investigation and revealed that the display screen was cracked. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the patient's mother/reporter claimed the patient's blood glucose was elevated to 537 mg/dl 2 hours after the patient went off of insulin pump treatment due to a display issue. After the patient dropped the subject pump, the display went gone blank. The reporter immediately contacted the doctor who instructed the patient's mom to provide liberal fluids and to check the patient's blood glucose reading frequently. The display issue was not resolved during the troubleshooting session. There was evidence of product misuse since the display issue was due to a mishandling of the device (pump was dropped). The subject pump was requested back for investigation. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl 2 hours after the display issue began.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).